Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 91 mg/dl. The user alleged the insulin pump was over delivering insulin as they were experiencing low blood glucose. Customer declined to troubleshoot. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.